Event description:
8 month post operative removal of hardware. Question regarding the clearance between bipolar cup and ball head. Components involved include: nk054k / bipolar cup id28mm od54mm self-centering / lot number 51584793 / production date 08/28/2009. Nk432k / isodur prosthesis head 12/14 28mm xl / lot number 51224703 / production date 06/14/2004. Nk612k / bicontact s cocr cemented 12/1 / lot number 51599676 / production date 10/12/2009.

Manufacturer narrative:
Manufacturing site evaluation: we received a complaint regarding a bipolar cup in combination with a metal ball head and a bicontact cemented hip stem, which were explanted 8 months postoperatively. Primary surgery: (B)(6) 2010. Explantation: (B)(6) 2010. The final reason for the explantation is unknown. The patient is asking if the clearance between bipolar cup and the ball head, is according to the specifications or not. He assumes, that the clearance might be responsible for the explantation. All 3 products were submitted disinfected. All components were implanted for 8 months. They neither show unusual traces of wear, nor any abnormalities. The metal ball head and the bipolar cup were assembled. The clearance was compared with a new bipolar cup and a new metal ball head. No difference between explant and new implant could be ascertained. The batch history review shows no deviations from the valid specifications. No other complaints within this batch of 50 pieces. No deviations from the specifications valid at the time of production could be ascertained. The root cause for the explantation is not associated with the provided products. Most likely the problem is patient related. In consultation to research & development, hip arthroplasty; it has been acknowledged that the clearance between ball head and cup is normal and according to the specifications. Corrective/preventive action(s): not applicable.